Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judz0386 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (judz0386) have been reported from the same facility the (B)(4).

Event description:
It was reported "issue with a biostable PICC w/pasv. It was reported that the PICC is normally fixated with the statlock; however, for the past few months, this facility has been needing to replace PICC¿s because the first PICC¿s placed have come out due to the bad fixation of the statlock device, at the skin. It was also noted that the case comes off from the adhesive plaster, very easily. The tm compared an old statlock to a new statlock and would like to know why the foam was replaced with canvas like material." "Patient required a corrective invasive procedure in which a device was replaced/revised. This includes implantable, surgically invasive (penetration through the surface of the body) or invasive (penetration though a natural body orifice or permanent artificial opening, e.g. Stoma): " "the customer noticed a change in statlock from a foam pad material to a ¿canvas¿ cloth tape material. The canvas cloth tape material has had issues of not sticking to skin resulting in PICC malposition." When was the problem noticed?: post procedure. First time unit was used?: yes. Treatment or diagnosis?: treatment. Where did problem occur?: inside the patient." It was stated this occurred with ten devices. This report addresses the ninth device.